Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar degeneration involved in fusion procedure used in spinal therapy. It was reported during procedure on (B)(6) 2020, screw plug slipped during the solera 5.5 surgery. The damaged thread plug was removed. Screw was not broken. There were no patient symptoms or complications reported as a result of the event. There was no additional surgery performed as a result of the event. Event was associated with the patient. Patient had recovered and discharged. Patient is alive and no injury.